Manufacturer narrative:
Driver was not returned for eval and an eval could not be completed. Lot # is unk and the device history records (DHR) could not be reviewed. A definitive cause of the event cannot be determined. Events of this type are typically caused by excessive force placed on the instrument during final tightening. Caution should be taken not to over-torque the instrument during final tightening.

Event description:
Contact reported that the screwdriver tip broke off in the head of the setscrew. The surgeon was unable to remove it. It was left inside the setscrew and the pt was closed. Contact reported no pt injury. As an unintended piece of the device was left in the body, an MDR is being filed to document this event.